Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. X-ray images have been reviewed and the only allegation that could be confirmed was the cup being mispositioned. The root cause could not be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study:dots. Clinical notification received for revision of right hip to address metallosis: date of implantation: (B)(6) 2002, date of revision: (B)(6) 2020 (right hip). Treatment: revision of head and liner products. Update: medical records received on (B)(6) 2020 were reviewed on (B)(6) 2020 by a clinician to identify patient harms/product issues. Doi: (B)(6) 2002: patient received a right pinnacle/srom mom to treat pain and dysfunction secondary to osteoarthritis. Intraoperatively, the surgeon notes there was femoral head arthrosis, mild synovitis, and significant calcification of the labrum. The patient received a pinnacle cup, metal ultamet liner, cocr head, ztt sleeve, and srom stem. The procedure was completed without complications. Clinic note dated (B)(6) 2020: patient presents with right hip pain. Radiology reports reveal that the cup is vertical. The surgeon suspects metallosis and schedules the patient for a revision of the right hip. Dor: (B)(6) 2020: patient received a total revision of the right hip to treat pain secondary to suspected armd. Upon entering the joint, the surgeon identifies and excises scar tissue and a pseudocyst. The cup was well-fixed but vertical, and revised. The stem and sleeve were well-fixed but revised. There was no wear identified on the revised metal liner. The head had some trunnionosis, but no evidence of wear, and was revised. The surgeon notes there was no metallosis in the joint and no pseudotumor present. The patient was revised with depuy products. The procedure was completed without complications. Doi: (B)(6) 2020, dor 07 aug 2020, right hip.